Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 10.7 mmol versus 7.7 mmol meter to lab. Tests were done within 10 minutes with a differece of 39%. Patient did not experience any adverse events. No further information has been reported.